Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. Additionally, the suture wire returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Investigation found that the instructions for use (IFU) of the device were not followed since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not function properly with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions. Block h11: block d2a (common device name) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of hemorrhoids procedure performed on (B)(6) 2025, for the treatment of hemorrhoids. During the procedure, upon deployment, it was noticed that the bands felt forced and stiff. The bands cannot be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of hemorrhoids procedure performed on (B)(6) 2025, for the treatment of hemorrhoids. During the procedure, upon deployment, it was noticed that the bands felt forced and stiff. The bands cannot be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.